Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-33, lot# v062019, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient states her interstim experience has been a complete nightmare. The patient says she was implanted in 2008 and approximately four months after implant she had to have a revision due to device migration. It was reported that the device was floating in her buttock. The patient states that after her revision in it was working 'fine'